Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were working with their healthcare provider (hcp) to replace the battery. The patient stated that the pain and issue of the stimulation not working had not yet been resolved. It was noted that the hcp, manufacturer representative, and the hospital had to coordinate a time that works for all of them. The patient was thinking that it would be replaced ¿maybe¿ within the next two weeks.

Event description:
Information was received from a consumer and from a patient regarding the patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. End of service (eos) was reported. There was dissatisfaction with ins longevity. The patient had a battery longevity test around six months prior to (B)(6) 2016 and it didn't show that the ins was close to eos. The patient was to follow-up with a healthcare professional. They were trying to get the patient in a new doctor for a replacement but they couldn't get a hold of anyone. The consumer and patient were to keep trying. The patient had extreme pain that was a gradual change in therapy/symptoms. Stimulation stopped working in (B)(6) 2016, a few days prior to (B)(6) 2016. The eos message on the programmer was first seen on (B)(6) 2016. The patient was not sure when the extreme pain began because she also had rheumatoid arthritis that cased her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.